Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin suture procedure, while stitching the skin to close the wound, the device¿s thread broke as the physician sutured and closed the soft tissue at the latter stage of the surgery. A new device was used in order to complete the operation. No patient injury.